Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon noticed that the haptic element was separated from the optic. The iol implantation was stopped; the lens was found to be partially pinched in the main incision and removed. Additional information was requested and received stating that the procedure was completed on same day with no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).